Manufacturer narrative:
Calibration and qc were acceptable. Sample foam detection and abnormal aspiration alarms were noted near the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) did not identify a cause for the issue. The fse replaced the supply valves and checked various parts of the instrument. Ise checks and precision test results were within specification. The customer ran acceptable calibration and qc.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na, ci for gen.2 on a cobas 8000 ise module. Patient 1 (sample: (B)(6)) initial na result was 152 mmol/l. This result was reported outside of the laboratory. On (B)(6) 2020, a 2nd sample was obtained and the na result was 140 mmol/l. Due to the difference in results between the 2nd sample and the original sample, the original sample was repeated with a result of 141 mmol/l. Patient 2 (sample: (B)(6)) initial na result was 153 mmol/l and the initial cl result was 108 mmol/l. These results were reported outside of the laboratory. On (B)(6) 2020, a 2nd sample was obtained and the na result was 133 mmol/l and the cl result was 94 mmol/l. Due to the difference in results between the 2nd sample and the original sample, the original sample was repeated with an na result of 136 mmol/l and a cl result of 93 mmol/l. The repeat results were from a different ise module. No electrode lot numbers with expiration dates were provided.